Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call that the customer had issues with insulin pump not rewinding during process. The customer pressed button several times, tried to complete the priming process and alarmed low battery. During troubleshooting the customer was disconnect. The piston is not retracting all the way. He stated the drive support cap looked normal. He was unable to complete a self-test, due to customer being stuck in rewind process. Confirmed with customer the reservoir size, found that he had 300 units reservoir in the box and he should have 1.8 units. He mentioned light scratches on lcd screen, but declined to have pump replaced. Also, mentioned slight insulin smell in reservoir compartment, no visible liquid inside. Battery replacement did not solve the issue. The pistons are not extracting all the way down and reservoir is sticking out. Advised customer to contact health provider for a backup plan. Customer decline to replace reservoir. The customer's blood glucose was 253mg/dl.